Event description:
During surgery, the surgeon was twisting screw into patient's skull when on the second twist, the screw head disassembled from the rest of the screw. The surgeon was able to remove the bottom of the screw from the patient's skull.

Manufacturer narrative:
Investigation in progress but not yet complete.